Event description:
It was reported that the buttons on the screen required multiple presses to activate and the rubber door fell off. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and no follow-up actions were taken by technical support.